Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit ac ground is missing from plug.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit ac ground is missing from plug. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the ac power cord reel. The fse performed the pm. The unit passed all tests and calibrations. The iabp was ready for clinical use.